Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation under the lifevest on her right side. The irritation was reported to be oozing and the size of a dime. The patient reported applying ointment but the irritation did not improve. A follow-up on (B)(6) 2015 indicated that the patient had not yet seen her doctor and she was no longer applying anything to the sore. She reported she was removing the device for an hour in the morning and an hour at night to let her skin breathe. She reported that the sore had not gotten worse but also was not improving. There is no indication that the patient sought medical intervention. The patient continued use of the device.